Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA not required at this time.

Event description:
It was reported that syringe 3ml ll 200 s/c had a crack and leaked. The following information was provided by the initial reporter: it was reported that caller experienced leakage from a crack in the syringe. Number of occurrences -once¿ did the caller insert the needle into the cartridge and encounter fill resistance? - no. Was the syringe/needle reused? - no. Did issue cause any injury? - no. Did customer require medical intervention? - no. Is product available for return to bd? ¿ yes. Cts informed caller bd might follow up regarding return of syringe/needle. Was caller able to fill a cartridge with insulin? ¿ no. Resolution ¿ unable to fill the cartridge completely so will use a new cartridge will send out replacement cartridge.